Manufacturer narrative:
On 17 february 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial revision of stem, head and liner in an old man ((B)(6)) one year after primary cementless total hip arthroplasty. The patient was complaining about pain. Radiographic images show radiolucent lines in gruen zone 7. Effective osteointegration failed to take place, but the reasons are unknown and cannot be determined with the available information. No implantation defects are visible. Batch review performed on 28 february 2017. Lot 145318: (B)(4) items manufactured and released on 10 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The x-rays showed some radiolucency around the stem. There was no trauma reported. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays are available; explants are not available.